Manufacturer narrative:
The implant part numbers (screw and rod) are unknown at this time. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information available the system being improperly implanted during the initial surgery. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference 3003853072-2016-00087 and 3003853072-2016-00090.

Event description:
A revision surgery due to neuralgia was reported. X-ray examination showed that one of the screws was improperly installed and entered the spinal canal. During the revision surgery while attempting to remove the blockers two final screwdrivers broke. The broken parts were removed using general instruments. The surgery was completed using a third final screwdriver. The surgeon reimplanted the same screw. There was a thirty (30) minute surgical delay.